Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure(event) observed during analysis. Analysis found medical adhesive on the helix preventing the helix from retracting. This is a workmanship anomaly.

Event description:
This report is to advise of an event observed during analysis.